Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the entry hole during a laparoscopy assisted distal gastrectomy, the reload advanced halfway and stopped. The reload was pulled back to initial position with the black return knob. The entry hole was closed with a new reload. There was no patient injury.